Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro instrument, and identified the failure mode as a defective ise ratio stack which prevented the ise pump from homing. The fse replaced the ise ratio stack to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results and the ise pump does not home on their unicel® dxc 800 instrument. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data or patient demographics.